Manufacturer narrative:
Concomitant medical devices: 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission noted potential atrial and right ventricular (rv) lead undersensing. Far field r-wave (ffrw) oversensing was also noted on the atrial lead. It was also noted that ra lead exhibited small p-waves. Both leads remain in use. No patient complications have been reported as a result of this event.